Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range.reportedly, the customer was unable to load a new cartridge and resume delivery as the altitude alarm recurred. The customer reverted to manual injections for insulin therapy.